Event description:
It was reported to boston scientific corporation that the guidewire from a... Hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, after successfully placing a stent in the patient's bile duct, the guidewire was removed from the scope. At this time it was noted approximately one inch of the coating on the guidwire was stripped; the stripped coating did not detach from the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient weight is unknown. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the guidewire from a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, after successfully placing a stent in the patient's bile duct, the guidewire was removed from the scope. At this time it was noted approximately one inch of the coating on the guidwire was stripped; the stripped coating did not detach from the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The hydratome was not returned, only the preloaded guidewire was received for analysis. The urethane tip section was examined and noted to be intact, and properly coated. When hydrated, the coating feels smooth, consistent and lubricious. No anomalies were observed. During examination of the entire length of teflon sleeve (ptfe sheath ), there was noted damaged which thereby exposed the core wire at 51 cm, 58 cm, 143 cm, 183 cm, 190 cm and 307 cm from the distal tip section. Further examination found the ptfe coating surface had several dissipated sections, indicating it had been skived by another device and/or come into contact with a heated object. Except where noted, the specimen appears visually correct. The incident device does not present any indication of manufacturing defect or anomaly. The condition of the returned unit was consistent with the complaint incident that the coating on the guidewire was stripped. The most probable root cause is interaction with another device.